Manufacturer narrative:
Product analysis :it was determined at analysis that the stylus did not work. It was noted that the lower case and the right keyboard hinge were both broken, the printer and printer drawer were damaged and the system fan was noisy. All found defective parts were replaced and all other identified issues were resolved. Reconfigured hard drive, reloaded and updated software and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer had physical damage to the base due to a fall. The programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.